Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
This is a report of a leak in a home choice cassette that occurred during use by a home patient (hp) while performing peritoneal dialysis (pd) therapy. The hp reported they were unsure of the source of the leak; however, it may have come from the tubing. The leak was discovered at the end of daily pd therapy. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.